Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and low sensing. It was also noted that the right atrial lead exhibited low sensing. The leads were explanted and replaced. Patient was asymptomatic and okay after the procedure.